Event description:
Product stopped working during a laparoscopic cholecystectomy case.

Manufacturer narrative:
The sample was received and the investigation is ongoing. A follow-up report will be filed after the investigation is completed.

Manufacturer narrative:
The actual sample was received and forwarded on to the manufacturing facility for investigation. The sample was evaluated according to our inspection procedure and it was confirmed that the unit does not irrigate. The device history record for the lot number reported (0000684350) was reviewed. The lot number denoted a manufacturing date of july 2014. This investigation determined that all products were manufactured, inspected, and released in accordance with our internal procedures and no issues were found related to the reported issue. The most probable root cause is that during functional inspection, the personnel did not notice the inspection results for the continuity test. As a functional inspection, all units are put through a 100% inspection for continuity. When reviewing the process, we noticed that the equipment used to test for continuity does not provide a clear line of visibility for the operator to see the (accept/reject) indicator. As a corrective action, all personnel were notified of the problem and re-trained on the procedure. A more visible green light will be placed on the equipment for continuity testing to make it easier for the operator to correctly accept or reject a unit.